Event description:
Pt was infusing and pump made a loud popping sound and stopped infusing. Hizentra indication: multifocal motor neuropathy. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.